Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm hp was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported patient end needle bends upon insertion into the skin and that a clog is developing halfway through the injection as a result the patient is not receiving the full dose. Date of event : unknown. Samples : unavailable, destroyed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/27/2021. H.6. Investigation: customer returned fourteen 4mm, 32 gauge nano pro pen needles. The majority of these pen needles were found to be bent to some degree. The bend started at the base of the cannula, indicating that stress had been placed across the length of the needle some time during its use. Each pen needle was tested for clogs by attaching it to a test pen. Saline from the pen was pushed through the pen and out the distal tip of the cannula. The saline could pass through the system in all of the returned samples. No clogging observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of clogged needles. H3 other text : see h.10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm hp was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported patient end needle bends upon insertion into the skin and that a clog is developing halfway through the injection as a result the patient is not receiving the full dose. Date of event : unknown. Samples : unavailable, destroyed.